Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the synchron lxi 725 clinical system. Repeat testing on an alternate instrument resulted within the normal reference range which better matched the patient's clinical presentation. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were li heparin plasma that were centrifuged for 10 minutes at 3500 rpm. Qc was within the customer's established ranges prior to and after the event. After the event, the customer performed a 20 point precision run with a known sample of 0.05ng/ml concentration. Two of the results were out of specifications resulting as 0.23 and 0.13ng/ml. A field service engineer (fse) was on-site (B)(6) 2010 and performed a system check which failed. The fse cleaned the wash carousel and incubator track and replaced some hardware parts. Fse also performed some alignments and calibrations. A repeat system check then performed met specifications. A clear root cause for this event could not be determined.